Manufacturer narrative:
During testing was unable to perform displacement test due to missing retainer ring. Unit received with missing o-ring at reservoir tube, cracked select button keypad overlay, scratched keypad overlay and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that retainer ring was loose. Customer's blood glucose was unknown. Insulin pump would be replaced.